Manufacturer narrative:
The device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex with shield pushwire separate, the hypotube proximal to wire weld separated during the procedure and the separated portion was left in the patient. During deployment and advancement of the pipeline flex with shield to get better distal wall apposition. It was noticed that the pushwire was cut (separated) and the distal part was inside the pipeline flex with shield braid and tip coil was in m1. The pipeline flex with shield braid deployment was normal but the whole distal part of the pushwire was left in the patient. No unusual energy was used when the braid was deployed, however, after the point of no return, is when the event of separation was noticed. Two accolino stents were used to trap the separated piece. The patient was reported to have developed distal embolic stroke symptoms and is currently recovering. The patient was on dual antiplatelet medication. Pru levels and angiography results were not provided. There was severe friction and difficulty when the device was being delivered. The devices were prepared and used per the instructions for use (IFU). Ancillary devices: phenom 027 (lot unknown), synchro guidewire. No images are available. The patient was undergoing treatment of a left internal carotid artery (ica), unruptured, saccular aneurysm. The vessel anatomy was normal in tortuosity. The pushwire separation occurred after the stent deployment, when the pipeline braid was pushed out during delivery. The physician noticed something happened after going over point of no return. The patient experienced a stroke due distal embolic. The patient current condition was not reported. It is unknown what additional medical intervention was given aside from the dual antiplatelet therapy. Prior to this intervention the patient was normal, as this procedure was elective.

Manufacturer narrative:
The pusher hypotube was found broken near the distal end of the hypotube with the ptfe shrink tubing damaged at that same location. No stretching was found with the hypotube. The distal segment (resheathing marker, resheathing pad, distal marker, delivery wire, proximal bumper and tip coil) was left within the patient and not returned for analysis. The broken end of the hypotube was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. Sem/eds summary: the fracture surfaces exhibit smearing and corrosion damage that obscured the origin fracture features. Shear dimples are visible on a small fracture surface.¿ no other anomalies were found. Based on the analysis findings, the pipeline flex w/ shield was confirmed to have ¿pushwire break at distal hypotube¿. It is possible the customer used high force when advancing the pusher and retracting the catheter against the reported severe friction causing the hypotube to break. The sem testing results confirm a sheering type damage. Possible contributors towards failure are patient vessel tortuosity, catheter damage or user re-sheaths more than two times. Customer reported patient vessel tortuosity as normal. As the micro catheter, distal pusher segment and braid were not returned for analysis, any con tribution of the micro catheter, distal pusher segment and the braid towards the pushwire break/separation could not be determined. As the model and lot number of the micro catheter was not reported, compatibility could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.